Manufacturer narrative:
The problem was due to a component failure (flowswitch and routing board).

Event description:
The laser system has the following problem: laser displayed an error like "low flow" then "no simmer".